Event description:
Additional information received identified the patient is taking consistent readings with the replacement unit.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced signal acquisition issue due to possible malfunction of the patient electronics system. Replacement unit was sent to the patient. Good transmission was observed on manufacturer's patient care network database.